Event description:
Report received of power loss resulting in a delay in critical therapy. The pump was programmed to deliver unspecified concentrations of "neosynephrine and dopamine at unspecified rates." The pump was unplugged from ac power to transport while on dc power, after an unknown amount of time, the pump powered off, the pump was reported to alarm prior to powering off. It was reported "within seconds" of the alarm, all the programming parameters were lost and the pump stopped. During the time the pump was powered off, the patient's blood pressure reportedly "dropped" to an unspecified level. The patient was treated with an unspecified level. The patient was treated with an unspecified bolus dose of normal saline. The patient's vital signs were unspecified. There was no adverse patient sequelae. Upon arrival to the facility, the device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, the customer declined to provide additional information.